Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 21:36:46 on (B)(6) 2024. At 21:35:29 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with motion artifact and low amplitude cardiac signal on the ss channel. At 21:36:46, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was bradycardia @ 40 bpm with motion artifact and low amplitude cardiac signal on the ss channel. Post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact and low amplitude cardiac signal on the ss channel. The electrode belt was disconnected at 21:42:10 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.